Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The product was returned for analysis and the reported complaint was not observed. The iol was damaged and this damage was not mentioned by the customer. Based on the results from the product, batch and sterilisation history record, the products met release criteria. Company monomer release sheet for associated monomer (98ie) was reviewed, with final disposition conforming. Iol returned inside a non company container in a sealed pouch. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic is scratched/marked-rejectable iol was cleaned for further investigation. The reported "opacification" was not observed to the lens. No cloudiness observed. Associated products were not provided. The optical resolution is acceptable. The power of the iol was verified. The measured efl was 19.916mm. This is within the specified range for a company lens. No root cause identified as the reported complaint "opacified lens" was not observed. The lens has been implanted for 12 years. The lens was cleaned for further investigation and no opacification/cloudiness was found to the lens. The iol met specifications when tested for power and resolution inspection. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Based on these investigation findings, we are unable to verify if the iol contributed to the event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed scratch/mark on the optic would not meet our current release criteria. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the lens was removed on a secondary surgery and a new lens was implanted in the sulcus.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that after having an intraocular lens (iol) implant surgery, a patient is experiencing an opacified lens. Additional information has been requested.